Event description:
Reportedly, while using, balloon broke. Nothing fell into the patient cavity. No damage to the patient. The procedure was completed with another device. Sex: unk procedure: lap chole